Manufacturer narrative:
A review of the device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. One probe sample was returned and visually inspected and deemed nonconforming. The cutter is closed in port and had a white sticky foreign matter on needle. No functional testing could be performed due to the cutter stuck in port. The probe was disassembled and the components inspected. There is approximately 0-5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was pulled out of coupling and no resistance was felt when removing the inner cutter from the needle. No wear was at bend area. Presence of adhesive was found on the inner cutter when held under ultra violet lighting. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 0-5 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the occurrence of probe complaints for detachments of the inner cutter from the coupling. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe had a blockage during a procedure. No patient harm reported. Additional information and sample has been requested.